Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator display was white when the unit was turned on, even airflow was provided. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. The fse confirmed that the screen display was white then nothing was displayed on it. It was then discovered that the j7 connector of the user interface board, was loose then it was reconnected and confirmed that the failure was improved. The unit was checked overall, cleaned, run in tests and functionally tested. Based on the information provided and service performed, the customers alleged malfunction was confirmed. The root cause of the issue was a loose j7 connector on the user interface board. Based on the review of (user interface issue, display), found during preventative maintenance (pm) is prior to therapeutic application, outside of clinical use, and presents no direct patient harm. Risk level associated with this complaint is 0.